Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification result for aspergillus clavatus/aspergillus sp (cap survey strain) in association with vitek® ms instrument (reference 410895, serial number (B)(6)). Vitek® ms obtained an 82.4% aspergillus fumigatus identification result. The customers fine tuning and spot preparation data were reviewed, and were found to not have contributed to the misidentification. The investigation concluded the misidentification was due to aspergillus clavatus (expected result) is not present as a clinically validated species in the vitek® ms knowledge base (kb) v3.2. The root cause is system limitation. The following system limitation is mentioned in the vitek® ms kb user manual clinical use v3.2 (us) ref. 161150-925 - a1 : ¿ testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results.¿ aspergillus clavatus has been added in the list of species to add for the future vitek® ms kb version. See section h10.

Event description:
A customer from the (B)(6) notified biomerieux of a misidentification result for aspergillus clavatus/aspergillus sp (cap survey strain) in association with vitek® ms instrument (reference 410895, serial number (B)(4)). While testing a cap organism, vitek ms obtained an 82.4% aspergillus fumigatus identification result. Per the cap survey, the correct result should be aspergillus clavatus, or aspergillus sp. Aspergillus clavatus or aspergillus sp is not listed as an organism in the vitek ms knowledge base 3.2. As there is no patient associated with this survey strain, there is no adverse event related to any patient's state of health. A biomerieux internal investigation has been initiated.